Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Revision of distal femur gmrs, discovered broken axel during surgery.

Event description:
Revision of distal femur gmrs, discovered broken axel during surgery.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh axle was reported. The event of crack/fracture was confirmed. Method & results: -device evaluation and results: visual inspection: review of mrhk axle, catalogue number 6481-2-120, lot code ctd12702 confirmed fracture of the device. Material analysis: characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the mrhk axle. The device fractured in fatigue and the fracture initiated near the location of laser etching on the component. The locations and heights of the v shield, lot code and catalogue number laser markings do not meet the drawing requirements. Yellow discolouration consistent with synovial fluid absorption was observed on the femoral bushings. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: nc was issued to investigate the discrepancies in the heights and locations of the laser markings. Conclusion: the reported event was confirmed. The device fractured in fatigue and the fracture initiated near the location of laser etching on the component. The locations and heights of the v shield, lot code and catalogue number laser markings do not meet the drawing requirements. Nc was issued on 17-apr-2024 to investigate the discrepancies in the heights and locations of the laser markings. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Correction: d4.